Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. During functional testing, the device was activated for about 1 minute with no abnormal heat observed. It is possible that the unexpected noise heard could be the blade making contact with the clamp arm once the tissue pad got melted. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Pc (B)(4). .

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Month and date of event not provided. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported by the customer that during an unknown procedure, after one hour and thirty minutes of use, the white pad or tip on the extremity of the jaws came off during use. The piece had fallen into the patient's abdomen and was retrieved immediately. When the surgeon was using the device and the jaws were touching each other, there was a "metal noise." Can't coagulate without it. Also the device was overheating and there were sparks. A spare device was used to complete the procedure. There were no patient consequences.